Event description:
A us distributor returned a monitor and reported the monitor was resetting.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor reset during a pulse test. The cause for the failure was isolated to defective t2 transformer on the defibrillator pca. The root cause for the defective transformer could not be positively identified. No adverse event resulted from the damaged monitor.